Event description:
This lead exhibited an out of range shock impedance. After testing both this lead and the competitive sq patch, the physician chose to cap this lead and replaced it. The sq patch remains actively implanted. Should additional information become available, this file will be updated.